Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously reactive toxo igg results on 4 patient samples generated by access 2 immunoassay analyzer. The results were not reported out of the laboratory. The customer initially obtained non reactive results, but upon repeat both non reactive patients and qc became reactive. The results were not provided. The customer did not receive any report of death, injury requiring medical intervention, or change to patient treatment attributed to or in connection with this event.

Manufacturer narrative:
The sample collection and centrifugation information was not supplied. Qc on (B)(4) 2010 and (B)(4) 2010 was within the customer's established ranges. A system check was performed on (B)(4) 2010 and met specifications. Customer product line support (cpls) tested the four patient samples and two qc samples but could not reproduce the customer's results. The patient samples resulted as non reactive and the qc samples resulted within their respective acceptable ranges. A clear root cause for this event has not been determined. Cpls tested the samples.